Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. In addition, a link detachment was observed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Additionally, the noted link detachment is likely due to, link pulled until it breaks, or tensioning angle not being coaxial. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D10, h3: device returned. H6: method code 4114 was removed.

Manufacturer narrative:
The additional proglide device is filed under a separate medwatch report number. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide devices, using the pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, following proglide plunger removal and on attempting to cut the suture, no suture was present. Another proglide device was used with the same results. The sutures of four additional proglide devices were successfully preplaced using the preclose technique. The sheath was upsized to greater than 8.5 f and the aaa procedure was completed. Hemostasis was achieved using the successfully preplaced sutures of 4 proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.